Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. It was further reported the patient was "unstable" (no further details). The cause of the events was not reported. It was not reported if the patient was hospitalized for the event. Patient outcome and action taken with pd therapy were not reported.  No additional information is available.